Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent hip surgery on an unknown date. The impactor handle thread broke off into the trial gauge during acetabular trialing rendering the handle useless. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection which found the threaded tip to be fractured. Scratches on the shaft and impact marks on the strike plate are consistent with a multiuse instrument. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. This device was manufactured prior to a design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.